Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the graphical user interface (gui) to breath delivery (bd) cable. Covidien was not authorized to service the device.

Event description:
Covidien received information stating that due to a ventilator malfunction, the patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event.